Manufacturer narrative:
Additional information: g3, h3, h6. The reported event is confirmed. The burr drill was broken inside the burr attachment, most likely due to misuse. This could have been caused by hitting the device with another object, prying or leveraging, or applying excessive bending forces during use.

Event description:
It was reported that during a minimalinvasive mica surgery the attachment broke off. The end remained attached inside the adaptor. The part broke off outside the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. ***update dw (B)(6) 2024: further information was provided by the customer that the initial reported event was incorrect. It was confirmed that the attachment had no issue but an arthrex drill bit has broken off and a part remained stuck inside the attachment. The customer was not able to provide further details which drill bit has broken off however during the evaluation a picture of the end of drill bit has shown that it has a diameter of 2mm and the customer only purchased one ar-300-b001 with the batch 037417 which fits this specification.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.